Event description:
A high reading issue was reported with the freestyle libre sensor. The customer obtained unspecified high readings in comparison to results obtained on the built-in meter. The customer experienced a loss of consciousness after using "more insulin" and had contact with a healthcare provider who reportedly administered insulin injection (dose/type unknown) for diagnosis of hypoglycemia. It should be noted that the treatment of insulin is inconsistent with hypoglycemia diagnosis. The customer also reported obtaining sensor scans of 264 mg/dl and 259 mg/dl in comparison to built-in meter readings of 116 mg/dl and 110 mg/dl, it is unknown if these readings were related to the reported medical event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ( 0m00675d76h) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. The customer obtained unspecified high readings in comparison to results obtained on the built-in meter. The customer experienced a loss of consciousness after using "more insulin" and had contact with a healthcare provider who reportedly administered insulin injection (dose/type unknown) for diagnosis of hypoglycemia. It should be noted that the treatment of insulin is inconsistent with hypoglycemia diagnosis. The customer also reported obtaining sensor scans of 264 mg/dl and 259 mg/dl in comparison to built-in meter readings of 116 mg/dl and 110 mg/dl, it is unknown if these readings were related to the reported medical event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.